Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the time and date keeps resetting itself. Customer reported that the pump is also beeping that the date needs to be set and it is not giving him insulin. Customer reported that the pump alarmed low battery alert. Customer's blood glucose reading at the time of the incident was not included in the report. Product is not expected to return.